Event description:
It was reported the display on the insulin pump had many scratches and it was worn out. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.